Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed "by connection dialysate" during hemodialysis therapy with a polyflux 14l. There was no report of patient injury or medical intervention associated with this event. No additional information is available.